Manufacturer narrative:
Other, other text: b3: date of event is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator was dropped. Front display is "blowed out", knobs were missing and rattling on inside. Patient involvement unknown.

Manufacturer narrative:
Other text: d4: UDI updated - (B)(4). H6: health effects, evaluation codes updated device evaluation: one device was received. A visual inspection found a bowed front panel on the left side of the manometer, the housing contains some impact damages, and the relief and on/off knob is missing. The customer reported issue was confirmed. The cause of the issue was found to be from an impact to the device. The front panel was re-shaped and the missing knobs were replaced as well as the sintered filter, o'rings, defective reed alarm, damaged relief valve block and the oscillator block for the smc check valve was updated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
Additional information received via email: customer stated that this was found during the preventative maintenance (pm) of the unit and no patient involvement.